Event description:
Customer reported via phone call that they had a keypad anomaly. The blood glucose reading is 168 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No unexpected numbers ramping or scrolling during testing. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window cracked battery tube threads and cracked belt clip slot.